Manufacturer narrative:
The customer complaint that 1ml syringes are very thin and lead to difficulty infusing was not confirmed or replicated since no device was returned for investigation. The bd website contains a tip sheet showing compatible syringes and flow rate ranges for the alaris system. The tip sheet lists only one compatible 1ml syringe which is listed as bd model #309628. The customer should ensure that only compatible syringes are used with the alaris system. No syringes were returned by the customer for investigation, therefore no testing or inspection could be performed. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pharmacist requested information regarding the best administration method for a future clinical trial to be performed by an unspecified customer for small volume dosage (0.4ml) infusions to be performed on "small patients". It was also stated that the 1ml syringe plungers were very thin and led to difficulty in infusing on the syringe pump. It was later clarified that the medication to be administered was chemotherapy and bd provided the following administration method recommendation: "pharmacy would put the medication in the long tubing set with chemo safety protection on both ends and send to nursing. Nursing would use a flush syringe to prime short extension set and use chemo safety to connect. They would then program the medication with the flush syringe in the pump to push the medication into the tubing. Pharmacy could prime with saline and then push drug into set (with this scenario, nursing could calculate the difference of saline and drug and pre-flush for the amount of saline to get drug to the end of the line.) Or they could prime with drug initially and follow with saline to prime the rest of the line. (If this method is used than nursing doesn¿t have to pre-flush)" although additional information was requested, the customer contact, product disposition and event details were not provided.